Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# unknown serial# implanted: (B)(6) 2018, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, consumer, healthcare provider, foreign) regarding a pat ient who was receiving baclofen of an unknown concentration at a dose rate of 600 mcg/day via an implantable pump. It was reported that the patient experienced a return of symptoms. Once at the hospital, they were able to verify a pump reservoir volume discrepancy occurred of 7 ml between the expected 5 ml verses the an actual 12 ml emptied. Regarding factors that may have led or contributed to the event, it was noted that the patient was relatively mobile and this might have contributed to a catheter kink. A dye / 3d scan was planned to observe the catheter pathway and ensure there was no kink. It was being considered that if they are not able to aspirate any liquid from a catheter access port (cap) procedure, the dye study should not be conducted. It was also being considered to try to go for other image techniques to exclude any inflammatory mass around the tip of the catheter. In addition, the patient reported an alarm going off, only once. However, no trace of an alarm going off was in the logs. It was being considered that when an alarm goes off it is always reported in the logs, and the alarm would be silenced only by the physician using the clinician programmer, and it would not go off only once. No actions or interventions were performed for now as of (B)(6) 2022. No surgical intervention was planned. The issue was not resolved as of (B)(6) 2022. The date (B)(6) 2018 is considered an approximate date of pump and catheter implant (specific year known only). Per manufacturer¿s records, the use before date regarding the pump was (B)(6) 2017. The device replacement date of the pump was set to occur in may of 2023. The patient's medical history and age at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2022. It was reported that, though the patient previously reported hearing an alarm, it was determined the patient was confusing a pump alarm with another sound. The hcp considered that there was no dysfunction with the pump regarding the patient hearing what they thought was an alarm. It was also reported that further diagnostics had to be performed in relation to this event. An exploration of the patient's reflexes and performing a bolus through the pump and lumbar puncture for a "irritative thorn". The results of the diagnostics had not been communicated at the time of the report. The hcp was reportedly was waiting for results of the diagnostics before performing a catheter revision. If the catheter was revised, the catheter would reportedly be returned for analysis. It was unknown if the issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown , implanted: (B)(6) 2018, product type catheter d4/d6a/h6: please note that device code a2303 is no longer applicable and the expiration date and implant date fields are left blank. The implant date for the pump is considered unknown and therefore it is unknown if the pump exceeded the ubd before being implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.